Event description:
Per the clinic, the patient developed a skin breakdown and an infection at the implant site, exposing the receiver/stimulator. The patient was administered with oral and IV antibiotics (specific date and duration not reported). Subsequently, the device was explanted on (B)(6) 2024. There are no plans to reimplant the patient with another cochlear device as of the date of this report.

Manufacturer narrative:
The device analysis report attached.